Event description:
The surgeon was inserting an aspheric three piece collamer lens model cq2015a and the trailing haptic tore. The surgeon removed the lens with no incision enlargement or suture required. There was no pt injury. This is one of two incidents that occurred to this pt. See MFR report number 2023826-2008-00065 for the other incident.

Manufacturer narrative:
Results: (other) - a visual inspection of the returned product shows there is a tear in the optic/haptic junction, and a portion of the lens optic is torn off & is missing. There is clear surgical residue on the lens. It should be noted that the injector and cartridge were not returned for evaluation. Conclusions - a multifunctional team investigated complaints regarding lens tears associated with cq cartridge: the resultant corrective actions included improvements in mfg, release testing, and evaluation of test results. Additionally, the injector/cartridge directions for use (dfu) have been modified to add further clarifications to instruct the users in the proper delivery techniques that are effective, and minimize the potential for damaging the lens.